Manufacturer narrative:
Other, other text: device evaluation- the device was returned for evaluation. The testing performed showed the device met with functional specifications. The device met with delivery specifications during 3 separate delivery accuracy tests. The reported issue was not confirmed.

Manufacturer narrative:
Other, other text: device evaluation- the device was returned for evaluation. The testing performed showed the device met with functional specifications. The device met with delivery specifications during 3 separate delivery accuracy tests. The reported issue was not confirmed.

Event description:
Information was received that during bench testing of this smiths medical cadd legacy pump, the pump failed accuracy by -8.15%. No patient involvement reported.